Event description:
The user facility reported to terumo cardiovascular systems corporation that during cardiopulmonary bypass, they experienced low po2 values while using the fx25 oxygenator. The patient was brought to the or on va ECMO to transition to an lvad. The patient was in acute kidney and liver failure, and was fully heparinized and placed on cpb. Five minutes into cpb the po2 measured at 553. A drop in the po2 from 341 to 68 had been experienced approximately one hour into cpb and many attempts were made to trouble shoot the oxygenation issue. Some of these attempts were the changing of o2 supply, removal of vaporizer, changing/removal of gas filter, maximizing sweep and fio2. After 50 minutes, a second fx25 was put into a shunt line and the patient was immediately given a po2 of 228. This shunt line had an estimated blood flow of 1.5 to 2l/min. The second fx25 began to fail approximately 30 minutes after it was built into the line. This oxygenator was replaced by a quadrox oxygenator. The shunt line quadrox oxygenator also experienced oxygenation issues. At this time they came off of cpb and placed a quadrox oxygenator into the primary circuit and were able to oxygenate without any other issues for the rest of the case, which lasted approximately 50 minutes. During this final change out, they were off bypass for 90 seconds. There was a total blood loss of approximately 500cc due to the oxygenator change outs. Terumo considers blood loss of greater than 100cc to be a serious injury. The patient's condition has not experienced a large change from prior to the surgery.

Manufacturer narrative:
Terumo has received the actual device for evaluation; however, the investigation has yet to be completed. Terumo plans on submitting a follow-up report when the investigation is complete and more information becomes available. For this reason, terumo referenced evaluation conclusion code. Product identifier: (B)(4).